Event description:
According to the event description: "during aps round, noticed that there was discrepancy for the pca bolus a and given dose (under infusion).".

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k092313.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Sample information: perfusor space, 8713030, serial number: (B)(6), software version: 688n030005. History inspection: the customer specifies (B)(6) 2025 as the date of occurrence. Three pressure alarms occurred during the period described by the customer in the long text ((B)(6) 2025). The error pattern described by the customer is known to our development department. Pca history log, the 'given dose' entry in the 'total' tab counts incorrectly after a pressure alarm (the pressure reduction volume is not subtracted). A pca therapy is a prerequisite. If a pressure alarm now occurs, a slightly too large value is displayed in the pca history log in the total tab after the pressure reduction. The value is too high by the pressure reduction volume. Regarding the discrepancy between the pca bolus and the given dose values, the defect can be confirmed. The discrepancy in the medication log could be reproduced. Workaround: 1. The exact total value can be viewed in the status menu. 2. The exact total value can also be calculated from the sum of the individual log values. This anomaly is fixed with software version 688n030006. Visual inspection: the cover caps on the screw pillars and the production seal on the lower housing were intact and undamaged. The device is in a clean state. No external damage is visible. Functional inspection: the device passes the self-test. A ops 50ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. Individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0.41%. Disassembling: no damage or soiling could be found. Conclusion: the defect of underinfusion could not be confirmed. Summing up all tests, the perfusor space operated within our specification. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.